Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not able to couple with the charger. It was stated that the ipg was too deep. The patient underwent procedure wherein the ipg was repositioned and was doing well postoperatively.